Event description:
It was reported that the patient presented with a pocket hematoma. The implantable cardioverter defibrillator (ICD) pocket was revised and the device remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2007; 496860 lead, implanted: (B)(6) 2006. (B)(4).